Manufacturer narrative:
Additional information was received that the antibiotic treatment was provided to the patient as part of the post-implant procedure.

Event description:
A report was received that the patient was experiencing pain, redness, and swelling at the ipg site. The patient was treated with antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain, redness, and swelling at the ipg site. The patient was treated with antibiotics.